Manufacturer narrative:
Batch review performed on 22 february 2016. (B)(4). On (B)(6) 2016, it was confirmed that the pathogen is not available.

Event description:
The patient was having swelling and pain. The surgeon suspected an infection so he revised the head and liner, and performed an incision and debridement. The surgery was completed successfully. Explant and x-rays will not be available.

Manufacturer narrative:
On 26 april 2016 it was prepared a final report with the information already submitted in the initial report. On 04 may 2016 the report was sent to the initial reporter and the case was closed.